Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 332 mg/dl at the time of the incident and current blood glucose was 426 mg/dl. Customer also reported the insulin flow blocked alarm issues which has been caused the blood glucose to rise due to the fact the customer is treating with a syringe and using basal from the pump. Customer also stated that, he has a lot of scar tissue and his legs are too muscular. Assisted customer in performing a 5.0u fill cannula and insulin did not exit and pump alarmed insulin flow blocked. Customer reported that, the insulin exits the tubing. Customer declined troubleshooting for the high blood glucose. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.